Manufacturer narrative:
B7: added medical history. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6). Office note. Seen for evaluation of abdominal pain. Recent colonoscopy positive for severe diverticulitis with near obstruction. Willing to proceed with resection of the colon. Past surgical history: splenectomy, brain tumor 1981, multiple back surgeries. Past medical history: high blood pressure, acid/sour stomach. Social history: alcohol use occasional. Tobacco use ½ pack per day. Impression: left lower quadrant abdominal pain with thickening of the colon on CT-scan of the abdomen and pelvis. Colonoscopy confirms severe diverticulitis. Plan: proceed with sigmoid colectomy and primary anastomosis. (B)(6) 2015: (B)(6). Discharge summary. Discharge diagnosis: severe diverticulitis with diverticular phlegmon, abscess and colovesical fistula. Severe adhesions, delayed anastomotic leakage and generalized peritonitis. Hospital procedures: (B)(6) 2015: sigmoid colectomy for diverticuloma, takedown of a colovesicle fistula, lysis of adhesions and appendectomy. (B)(6) 2015: takedown of anastomosis with oversewing of the rectal stump, end colostomy and placement of a left subclavian catheter. Hospital course: had a rather prolonged post-operative period. Rather slow to regain bowel function. CT-scan on (B)(6) 2015: revealed an adynamic ileus with minimal post-operative fluid in the pelvis. On the 27th started with some cramping discomfort. Had a large bowel movement, and was tolerating some oral intake. Late that night had sudden onset severe diffuse abdominal pains. Upon reexamination of the patient¿s abdomen, it was felt that he might have sustained a breakdown or leak from the anastomosis. Was taken to the operating room for exploration. Was kept on bowel rest until he had some evidence of gi functioning. Was then started on clear liquids and slowly advanced. Condition at discharge was stable. Discharge instructions: was advised to abstain from lift greater than 20 lbs for 6 weeks. (B)(6) 2015: (B)(6). Office note. Follow up visit. Status post sigmoid colectomy for diverticuloma, takedown of a colovesicle fistula, lysis of adhesions and appendectomy on (B)(6) 2015 and then status post takedown of anastomosis with oversewing of the rectal stump, end colostomy and placement of left subclavian triple lumen catheter on (B)(6) 2015: had a prolonged hospital stay secondary to issues with his anastomosis and leak. Currently doing well from the diverticulitis surgery. Abdomen is healing well. All sutures removed. This wound was loosely closed with suture. There is granulation tissue and good healing does have a subcutaneous pocket of purulent drainage in the upper aspects of the wound. Packed with iodoform gauze and was instructed on local wound care. (B)(6) 2015: (B)(6). Office note. Returns for follow up visit. Has developed a subcutaneous wound infection. This appears to be slowly cleaning up. Packed it with iodoform gauze and the wound is currently stable. (B)(6) 2016: (B)(6). History and physical. Ready for colostomy takedown. Status post complicated post-operative course after diverticulitis. Doing well currently. Exam: left upper quadrant colostomy site with early stomal hernia. Plan: proceed with colostomy takedown with closure of ostomy sites and then revision of scars. (B)(6) 2017: (B)(6). Office note. Seen for evaluation of abdominal distension/tightness. States that about 2 weeks ago started noticing that abdomen was being stretched out and felt very tight. Also noticed a small bulging to the right of belly button. Weight 180 lbs, bmi 28. Exam: developing some swiss cheese type holes in abdominal closure wound. Impression: abdominal hernias are forming. These are currently the size of a quarter. There are multiple holes in the fascia like swiss cheese. These are slowly enlarging of time and with heavy lifting. Plan: developing incisional hernias. These are feeling tight, but causing no pain currently. Will follow up for a re assessment in 3 to 6 months. Will proceed with repair as needed. (B)(6) 2017 (B)(6). Office note. Follow up visit. The patient describes a feeling like his abdominal muscles are stretching and coming apart in the midline. Drinks a lot of light beer, but continues to gain weight instead of losing it. Incisions with some possible small swiss cheese type defects or incisional hernias. These are very small. I am not recommending repair at this time. (B)(6) 2017 (B)(6). Office note. Seen for evaluation of abdominal distension/tightness with stool frequency. Experiencing recurrent tightness and abdominal distension. Part of this could be from weight gain, part from incisional hernias which are slowly forming. Patient has some swiss cheese type defects. Not much change over the last 6 months. Impression: midline abdominal hernias are forming. These are currently the size of a quarter. There are multiple holes in the fascia like swiss cheese. These are slowly enlarging over time and with heavy lifting. Plan: at some point this patient may benefit from a robotic incisional hernia repair. (B)(6) 2018: (B)(6). History and physical. Seen for evaluation of incisional hernias in the midline of the abdomen. Status post diverticulitis. Exam: developing some swiss cheese type holes in upper abdominal midline closure wound. Has redundant skin in the lower abdomen which he would like removed. Impression: midline abdominal hernias are forming. These are slowly enlarging. There are multiple holes in the fascia like swiss cheese. These are slowly enlarging over time and with heavy lifting. Abdominal distension/tightness with major weight gain and possibly increase in size of the hernias. Plan: proceed with robotic incisional hernia repair. (B)(6) 2018:: (B)(6). Office note. Two weeks status post robotic ventral incisional hernia repair (large) with intraperitoneal mesh, revision of periumbilical scar. Overall doing well. States that if he knew things would be this sore, he would not have had the surgery. Incisions are healing well. There is a good healing ridge at the lower abdominal scar revision site. Has a quarter sized are [sic] of redness in the central aspect of wound. There are no bulges or signs of recurrent hernia. Impression: normal post op course. Will place on cephalexin to make sure redness subsides. Plan: follow up again in one week. Will check small red spot in the in the middle of abdominal closure. (B)(6) 2018: (B)(6). Office note. Seen for draining pus and induration in the upper midline of incision site. States that he has been experiencing pain in abdominal region and more specifically at the sites of hernia repairs. States that he has had redness, drainage, and a hardness for the past 2 weeks. This wound has opened spontaneously. It has drained. We packed this wound with iodoform gauze today. Will continue local wound care and follow up with dr. Hansen on monday. Admits to consuming caffeine, tobacco, alcohol, and states that he occasionally smokes weed. Weight 154 lbs. Exam: marked tenderness and redness in the upper midline abdominal wound. There is a small hole with purulent drainage and pus. There is some mild surrounding induration. This is 5 cm from the midline abdominal incision. Impression: draining pus and induration in the upper midline of his incision site. This could be from resolving hematoma. Plan: proceed with local wound care. We packed the site with iodoform gauze after opening the drainage site a bit. The patient will remove the gauze sunday and then follow up in the office for continued local wound care. (B)(6) 2018: (B)(6). Office note. Follow up visit. Status post open wound exploration with drainage of abscess. Removal of mesh, pulsevac irrigation with drain placement and wound closure. Feeling so much better after the mesh was removed. Eating better and feels better. Healing well. Abdominal incision is doing well. Impression: normal post op course. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2015: (B)(6), md. Emergency department visit. Abdominal pain, chest pain. Abdomen: incisions, wounds pink, clean dry. Abdominal CT complex findings but generally better than prior scan. Impression/plan: generalized abdominal pain (intermittent), post-operative healing wounds. Follow-up monday. (B)(6) 2015: (B)(6), do. Radiology¿CT abdomen/pelvis. Indication: chest pain. Impression: resolution of subincisional fluid collection previously along supraumbilical portion of abdominal incision. Interval resolution of fluid collection adjacent to colostomy site. Interval improvement in degree of inflammatory change throughout mesentery. Development of small incisional fluid collection, majority of which in infraumbilical region in deep soft tissues of ventral abdomen. 2.5 cm in greatest dimension . (B)(6) 2016: (B)(6), md. Office notes. Doing great. Hates the ostomy. He saw some blood in colostomy last week. Appears he is telescoping the colostomy mucosa in and out with some irritation. Gaining weight. Has developed mild herniation of ostomy site with some protrusion and enlargement of ostomy site. Midline incision healing well. Plan: ostomy takedown and primary re-anastomosis . (B)(6) 2016: (B)(6), md. Operative report. Pre-operative diagnosis: patient is ready for colostomy takedown. Positive peristomal hernia. Procedure: take down colostomy, primary rectal anastomosis, repair of peristomal hernia. Post-operative diagnosis: severe adhesions. Indications: the patient is a 50 year old caucasian male seen for evaluation of patient is ready for colostomy takedown. The patient is status post complicated postoperative course after diverticulitis. He is doing well currently. Nutrition is back to normal. Normal bowel movements and function. He is ready to be put back together and move the bowels normally. Description of procedure: ¿the patient was taken to the operating room and after positioning in the supine position, he underwent the induction of general endotracheal anesthesia. An epidural was placed in pre op holding prior to the operation. The ostomy bag was removed and the stoma closed with a running purse-string suture of 2-0 vicryl. The abdomen was then shaved in the midline and prepped and draped in a sterile manner after cleaning the surrounding adhesive from the skin. A lower midline incision was created by excising the patient¿s prior scar. This was accomplished with a #10 blade scalpel and dissection was carried down through the subcutaneous fat and tissues in an elliptical fashion completely excising the prior scar. The incision was carried down through the midline. The pre peritoneal fat was spread and the incision opened from the xyphoid to the pubis. The abdomen was entered. The omentum was dissected away from the posterior aspect of the abdominal wall. Omental adhesions were taken down. The patient had dense small bowel and omental adhesions. He underwent an extensive lysis of adhesion. This portion of the procedure took over 90minutes. The small bowel was mobilized and packed into the right upper quadrant with a moistened blue towel. The distal stump of rectum was located. The colostomy was incised in a horizontal elliptical fashion. The subcutaneous tissue was dissected from the colostomy wall. The colostomy was separated from the underlying fascia with sharp and blunt dissection. Hemostasis was controlled with electrocautery. The mucosal end of the ostomy was then stapled with a gia stapler and 3 5 mm load. It was passed off the field. Further dissection was accomplished to completely free this segment of the colon from the ostomy site. With the ostomy mobilized, the descending colon was brought down into the abdomen and placed down into the pelvis. This lay nicely without tension to the distal sigmoid stump. A small section of ostomy side colon was further resected with a gia stapler and 3 5 mm load. The edges of this stapled distal descending colon and the distal sigmoid were dissected free of fatty tissues to allow for visualization of the serosa of the colon. Lateral stay suture of 3-0 silk were placed to align the two ends of the colon. The staple lines were then excised. Hemostasis was achieved with electrocautery. An end to end anastomosis was performed in two layers. The posterior serosal layers of the colon were approximated using 3-0 interrupted silk sutures. The full thickness of serosa and mucosa were approximated with the inner layer of the anastomosis using running and locking 4-0 vicryl. The anterior full thickness, inner layer was created with connell type stitches as the 4-0 vicryl was run around the circumference of the anastomosis. The suture was then secured and tied. The anterior serosal tissues were approximated with interrupted 3-0 silk sutures. The mesenteric defect was closed by tacking the colon to the white line of told [sic] using interrupted 3-0 silk sutures. The abdomen was irrigated with two liters of saline and suctioned free. The peristomal hernia and defect were then closed in layers. The posterior peritoneum and posterior rectus abdominis fascia were approximated with a running 2-0 biosyn suture. The spit [sic] in the rectus abdominis muscle was then closed with simple interrupted figure of eight sutures of 3-0 vicryl. The anterior rectus abdominis fascia was closed horizontally with a running 1-0 biosyn suture. The subcutaneous tissues were approximated with interrupted 3-0 vicryl sutures. The skin was then closed with a running 4-0 biosyn subcuticular skin itch. The gowns and gloves of the operators were changed, the abdomen was then irrigated with another 1 liter of sterile. The abdominal incision was closed using a posterior fascial approximation and peritoneal closure with a running 2-0 biosyn suture. #1-0 biosyn was used to close the anterior rectus abdominis fascia in a running layer. The subcutaneous tissues were approximated with interrupted 3-0 vicryl stitches. The skin was approximated with a running 4-0 biosyn suture. Dressings of mastasol [sic], steri-strips, telfa, and tegaderm, were applied and the patient was awakened and taken to the recovery room in satisfactory condition. Less than 150cc of blood loss. All sponge, needle, and instrument counts were correct times 2.¿ (B)(6) 2016: (B)(6), md. Discharge summary. Admit date: (B)(6) 2016. Remained stable throughout entire post-operative period. Stable at discharge. Discharge instructions: advised to abstain from lifting greater than 20 pounds for 6 weeks. May shower or bath daily . (B)(6) 2018: (B)(6), md. Operative report. Pre-operative diagnosis: midline abdominal supra umbilical hernias are forming with pain and symptoms. These are slowly enlarging. Procedure: robotic ventral incisional hernia repair (large) with intraperitoneal mesh, revision of periumbilical scar. Post-operative diagnosis: swiss cheese type holes in the supra umbilical midline fascia. Surgical indications: the patient is a 52-year-old caucasian male seen for evaluation of incisional hernias in the midline of the abdomen. Status post diverticulitis. The patient is an established patient to the clinic. The patient has an extensive history of diverticular disease. His last colonoscopy was prior to resection of the diverticulitis. He is now experiencing recurrent tightness and abdominal distension. Part of this could be from weight gain, part from incisional hernias which are slowly forming. The patient has some swiss cheese type defects. Not much change over the last six months. He has some asymmetry of the skin on the right side of the abdominal incision. This pooches up a bit more than on the left. The patient is also having prostate issues with urinary frequency. Some of his symptoms may be from bladder distension. He is also complaining of infrequent, but persistent, painless hematuria. He has a 30 pack year history of smoking cigarettes. He denies urinary frequency, urgency, or dysuria. Though I feel he may benefit from treatment of the prostate. I am concerned about bladder cancer. We will proceed with a urology consult with possible dr.(B)(6). Description of procedure: ¿the patient was taken to the operating room and was placed in the supine position for the induction of general endotracheal anesthesia. He was positioned for robotic surgery and docking at 90 degree angle to the patient and bed. All extremities were padded. The right arm was placed in a foam sling and held low off the bed. It was secured in the sling using towel clamps. The bed was rolled with the left side down and the right side up. The abdomen was prepped and draped in a sterile manner from chest to thighs. An ioban steri-drape was also used. A midline umbilical incision was created with a #11 blade scalpel. Dissection was carried down through the umbilical fascia. The pre peritoneal fat was spread and the incision was opened through the full length of the incision. A 10mm blunt husson port was placed and the balloon inflated to keep an airtight seal. Co2 insufflation was performed. The 5 mm straight scope was placed through this umbilical port site. The patient was found to have dense filmy omental adhesions throughout the anterior abdominal wall. There was no free space. The 5mm camera was placed through this umbilical port, and used to careful dissect, using the tip of the laparoscope to created [sic] a tract over to the right lateral port site. The second port was placed through a stab blade incision just off the iliac crest, at this site under direct laparoscope vision. A bladeless trochar was used through a 7.5mm port, under direct laparoscopic vision, the port was passed through a #11 blade incision and through the full thickness of the abdominal wall. This allowed for the placement of a grasper which facilitated the dissection of another port site on the right lateral abdominal wall under better visualization. This was placed just under the ribs through another #11 blade incision. A bladeless trochar was again used through a 7.5mm port. The triangulation of these ports and the laparoscope allowed for the dissection of the filmy adhesions and further visualization far lateral, midway between the ribs and the iliac crest. A third 7.5mm port was placed using a small #11 blade incision and passing a 7.5mm camera port under direct vision using a bladeless trochar. The robot was docked to the right lateral ports, keeping the black articulating line of the ports just inside the patient. Co2 insufflation was continued. Control of the robot was secured as the operation progressed. A pro-grasper was placed in port #2 and a hook cautery placed in port #1. Excellent visualization was achieved as these dense intraabdominal adhesions were taken down. With this extensive lysis of adhesion, the patient was found to have two primary holes or hernia defects in the upper midline of the abdomen. These holes in the fascia were well above the umbilicus. Careful dissection was used to facilitate the removal of omentum which was incarcerated in these midline facial, hernia defects. The hernia sacs and peritoneum were dissected back away from the midline abdominal wall. The hernia sacs were completely excised using cautery and the davinci robot. The patient was found to have multiple swiss cheese type defects of the midline fascia. These fascial defects were closely with running 2-0 v-lock sutures. The fascia approximated over these defects nicely. A large gortex, 18 cm x 15 cm oval shaped hernia patch was divided into eight quadrants and 1-0 vicryl sutures secured to the edges of the mesh at these quadrant sites. Each suture had two free limbs, which were secured with a single knot at the edge of the mesh. The quadrants were numbered and the sequence was also numbered and marked on the ioban drape on the outside of the abdomen. The gortex mesh and sutures were then placed intraperitoneal, through the large 10 mm umbilical port site. The gortex was placed with the smooth side of the mesh down toward the bowels, and the rough side was placed toward the abdominal wall. Small stab incisions were made with a #11 blade scalpel. A suture passer was placed under direct vision through each of the numbered skin incision. The passer was then placed through the abdominal wall and used to grasp the corresponding numbered sutured attached to the mesh. The suture passer grasped each limb of suture through a slightly different tract. The sutures were then pulled up snug and tied. This pulled the mesh up nicely and secured the mesh on the inside of the abdomen. The mesh covered over the prior hernia defects nicely with over 6 cm of overlap. The mesh lay flat and smoothly on the inside and was secured nicely to the anterior abdominal wall. With the mesh secured to the inside of the abdominal wall, the abdominal cavity was observed for meticulous hemostasis. The robot was used to sutured [sic] interrupted 1-0 vicryl stitches in between the quadrant stay sutures. These intra abdominal sutures further secured the mesh at the edges around to the inside of the abdominal cavity. All ports were removed. The skin of all of the lateral port sites, including the camera port, were simply closed with interrupted 4-0 monocryl sutures. The umbilical port site was closed with a single figure of eight suture of 1-0 vicryl. The skin of this site was also approximated with a 4-0 monocryl subcuticular sutures. The small stab incision in the skin was simply closed with mastasol and steri-strips. The wounds were dressed with mastasol, steri-strips, telfa, and tegaderm. The small puncture wounds were dressed with telfa and tegaderm also. The patient underwent a scar revision next. This was performed by excising an elliptical shaped are [sic] of skin and fat on the right side of the patient¿s lower midline scar. A 15cm by 4cm elliptical shaped excision was created with a #10 blade scalpel. The fat and skin were excised using electrocautery. The wound was then closed in layers with interrupted 3-0 vicryl sutures followed by 4-0 biosyn subcuticular skin stitches. This wound now lay flat with a better appearance. It was also dressed with mastasol, steri-strips, telfa, and tegaderm. The patient was awakened and extubated and transferred to the recovery room in satisfactory condition. The patient tolerated the procedure well. Sponge, needle, and instrument counts were correct. Ebl=10 cc.¿ (B)(6) 2018: (B)(6). Implant record. Mesh dual. Size: 15.0 x 19.0 x 1.0 mm. Site: ventral hernia/abdomen. Serial #: 17387410. Catalog #: 1dlmcp04. Expiration date: 06/30/20. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/17387410) was implanted during the procedure. (B)(6) 2018: (B)(6). Discharge instructions. Activity: do not lift anything above 15 pounds. Patient education materials: discharge instructions-hernia surgery, hernia. (B)(6) 2018: (B)(6), md. History and physical. Draining pus and induration in upper midline of prior incision site. Pain in abdominal region, at sites of hernia repairs. States redness, drainage, hardness for past 2 weeks. Wound has opened spontaneously, drained. Packed with iodoform. Proceed with direct admission, showing signs early sepsis. Abdomen: marked tenderness, redness upper midline abdominal wound. Small hole with purulent drainage, pus. Mild surrounding induration, 5 cm from incision. Impression: major infection, possible infection of mesh. (B)(6) 2018: (B)(6), md. Operative report. Pre-operative diagnosis: draining pus and induration in the upper midline of his prior incision site. This could be from resolving hematoma. Procedure: open wound exploration with drainage of abscess. Removal of mesh, pulsevac irrigation with drain placement and wound closure. Post-operative diagnosis: gortex mesh with pocket of abscess and purulence. This was subfascial. Surgical indications: the patient is a 52 year old caucasian male seen for evaluation of draining pus and induration in the upper midline of his prior incision site. He is seen at the request of dr. Larry t. Curtis. This patient is here today with his mother. He states that he has been experiencing pain in his abdominal region and more specifically at the sites of his hernia repairs. The patient states that he has had redness, drainage, and a hardness for the past 2 weeks. He denies experiencing any nausea or vomiting. The patient explains that he has not noticed a fever, but mentions that he gets the night sweats at night and often soaks through 2 to 3 blankets. This wound has opened spontaneously. It has drained. The wound was packed with iodoform gauze. He is felt to have a pocket of abscess. Description of procedure: ¿the patient was taken to the operative suite and was placed in the supine position for the induction of general endotracheal anesthesia. The abdomen was exposed. The external dressings were removed. The open draining wound in the epigastrium was opened to reveal two holes in the fascia down to the gortex mesh in the subfascial space. The fascia was opened to connected the two draining pockets and the mesh was found to be floating in an abscess pocket. The back wall of the pocket was a firm scar tissue over the bowels. The mesh was simply grasped and removed. It was not adherent to any tissues. It was sent to pathology for culture. The wound was then drained and pulsevac irrigated with several liters of sterile saline. This was minimal fascial necrosis. A subfascial #10 flat jackson pratt drain was placed and brought out through where the umbilicus wound be. Meticulous hemostasis was observed. The fascia was then closed over the drain using interrupted 1-0 biosyn sutures. The fascia was healthy and closed with good approximation. The #10 flat jp drain was placed to bulb suction. The subcutaneous tissues were further irrigated with saline and then loosely closed with interrupted vertical mattress sutures of 2-0 nylon. Large spaces were between the sutures to allow for drainage. The wound was then dressed with four by four gauze and an abd pad. The patient was awakened and extubated and transferred to the recovery room in stable and satisfactory condition. Ebl=20 cc. All counts were correct.¿ (B)(6) 2018: (B)(6). Microbiology. Wound culture. Site: abdomen. Source: hernia mesh. Final report. 2 (+) escherichia coli esbl, 2 (+) beta hemolytic streptococci, group f. (B)(6) 2018: (B)(6), md. Progress notes. Exam: drain minimal outputs. Fluid clearing nicely. Incision site is looking better, redness subsiding with drainage. Closed loosely. Wound culture. Impression: normal postoperative course after wound exploration, removal of gortex meshe [sic]. Plan: discharge home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial plus instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use includes a precaution, ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ the instructions for use alse includes instructions related to suturing. ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 17387410. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent robotic laparoscopic incisional hernia repair on (B)(6) 2018, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: wound infection with free floating mesh within abscess, mesh removal requiring an additional surgery. Additional event specific information was not provided.